Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted. Post implant, later that evening, there was an effusion noted around the heart, in the pericardium. A pericardiocentesis was performed and cardiovascular surgery was contacted. 2,000 cc of blood was withdrawn and auto-transfused through a 16f sheath in the patient's right femoral vein. After the surgery team arrived, it was noted that there was thrombus around the heart. As the patient was on pressors, and also had chronic obstructive pulmonary disease, it was determined that the safest course of action would be to send the patient for cardiovascular surgery where a suture could be utilized to close the area that was bleeding. On (B)(6) 2020, the patient was doing well. It was further reported that there was a perforation in the distal aspect of the appendage. The pericardial effusion was discovered upon release of the device and was noted to be growing. A pericardiocentesis was performed. The patient was sent to surgery where the small perforation was repaired in the laa. The patient did well and was discharged 3 days post-operation.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted. Post implant, later that evening, there was an effusion noted around the heart, in the pericardium. A pericardiocentesis was performed and cardiovascular surgery was contacted. 2,000 cc of blood was withdrawn and auto-transfused through a 16f sheath in the patient's right femoral vein. After the surgery team arrived, it was noted that there was thrombus around the heart. As the patient was on pressors, and also had chronic obstructive pulmonary disease, it was determined that the safest course of action would be to send the patient for cardiovascular surgery where a suture could be utilized to close the area that was bleeding. On (B)(6) 2020, the patient was doing well.